Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that a xtra-silent nite slide-link thermoform device broke, the anchors became detached. Per the report the lower left button that connects the strap came off completely. The healthcare provider did not report any harm, injury, or permanent injury to the patient. The device was used from (B)(6) 2023 through (B)(6) 2024.

Manufacturer narrative:
Corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. The manufacturer internal reference number is: (B)(4).